Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Two devices were found to be affected by a damaged internal component leaking. One device was found to not have any component failures. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.